Event description:
Patient received a transcatheter aortic valve replacement (tavr) during procedure which went as planned. While closing the groin access site in the left femoral artery, a complication occurred resulting in the patient having significant bleeding from the site. Doctor was present and intervened immediately. Bleeding was controlled with balloon tamponade and manual pressure. Vascular surgery was called promptly and the decision made to take the patient to the operating room to repair the artery. After review it was determined that is was a failure of the closure device.